Event description:
When collecting a vaginal specimen, collection device end sponge-like swab came off collection device came off and entered patient's cervix. Date of use: 2008. Diagnosis: culture collection (screen).